Event description:
The patient experienced a surging or fading sensation in the area of his ribs three weeks before the report. He noticed that after this, he stopped feeling stimulation and lost therapeutic effect on the left side. The patient was seen by a manufacturer representative at the clinic. Impedance readings were >3600 ohms on almost all bipolar pairs. The manufacturer representative indicated it was unlikely the patient's area of pain would be captured with the available electrode pairs. An x-ray of the neurostimulator / extension area and lead / extension areas were recommended. Additional information has been requested from the hcp, but was not available as of the date of this report.